Event description:
The complaint is reportd as: "the needle is not absorbed. There was no adequate negative pressure to control the return of blood. The doctor used another catheter." No patient harm reported.

Manufacturer narrative:
(B)(4). Additional information from the customer: "when the doctor changed the syringe he saw that the damage was in the needle." The actual device was not returned; however, the customer provided one video for analysis. The complaint of a leaking needle was able to be confirmed by the video; however, the cause of the leak could not be confirmed from the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and one relevant finding was identified. A non-conformance for needle connection not secure was found for batch 71p21b0956. Without the sample returned, it cannot be confirmed if the failure mode of this complaint matches that of the identified non-conformance. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the needle is not absorbed. There was no adequate negative pressure to control the return of blood. The doctor used another catheter." No patient harm reported.

Manufacturer narrative:
(B)(4).